Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports that the q-fix mini suture anchors ¿had almost dissolved in a way¿21months following the implantation. The sutures were removed from the patient. No relevant supporting clinical information has been provided to assist with a clinical investigation. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per e-mail communication, the current state of the patient is they are fine and the labrum was healed down onto the acetabular rim. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10. G4 in supplemental MDR 001 was missing, it should be 13-dec-2022.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that it was found that 6 sutures from qfix anchors facing the femoral head were frayed and thin. This was noticed during a revision surgery after the initial labral repair on a hip scope on (B)(6) 2020 which was performed because the patient was experiencing pain. The sutures were removed from the patient and the labrum was healed down onto the acetabular rim.